Event description:
Manual echelon 60 blue load, got stuck during rectal resection. The staples were noticed to be opened and not forming well. Staples had to be removed and obtained new stapler to complete surgery. FDA safety report ID# (B)(4).